Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was unknown. A correction bolus was delivered and a manual injection was administered. Additionally, an infusion site change was performed to address the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.